Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon side console (ssc) had a communication error related to a non-recoverable error 23 and the issue originated from the ssc and mtm. The customer was informed that spare parts would be required to resolve error 23 and had advised them to convert the procedure to laparoscopy. The operation completed successfully laparoscopic. The procedure was completed with no reported injury. Intuitive surgical, inc. Followed up and obtained additional information. The issue was related to the left master manipulator of the console. According to the information provided by the or team, the same port setup was used to successfully complete the procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) found error 23 referring to the surgeon side console (ssc). The fse found a wheel hardware communication fault pointing to master tool manipulator (mtm) left remote arm controller (rac) boards. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and the reported error 23 was confirmed and replicated. In logs, the 23 error was found indicating the embedded serializer in master base (esmb) confirming the fault occurred in the field. The mtm was installed onto a patient fixture test platform (pftp) where sine cycle was found to be esmb, black and white flat flex cables (ffc). Once testing was completed, the esmb and black and white ffcs were tested and found to be the source of the fault. No issue was found during visual inspection. The complaint was confirmed based on the failure analysis. A device history record (DHR) review for system involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause is attributed to defective esmb and the black and white ffcs on the left mtm of the ssc.

Event description:
Refer to h11 for follow-up information.